Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an lavh, the device became stuck on tissue and was cut off in order to remove it. The surgeon opened a second device and completed the procedure with no further difficulties. There was no pt injury.